Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold of 3.0 volts during a routine post op check. A micro dislodgement of the lead was suspected to be the root cause. Impedance was noted be stable at 500 ohms. A lead repositioning procedure is scheduled to be completed at a near future date. This lead currently remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold of 3.0 volts during a routine post op check. A micro dislodgement of the lead was suspected to be the root cause. Impedance was noted be stable at 500 ohms. A lead repositioning procedure is scheduled to be completed at a near future date. This lead currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the lead was successfully repositioned. This lead remains in service and no additional adverse patient effects were reported.